Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. Conductor wire damage was observed. The instrument was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that the maryland bipolar forceps instrument plastic was burnt on the tip. The procedure was completed with no reported injury.